Event description:
It was reported that post implant the atrial lead dislodged. The lead had high/unstable thresholds and was oversensing. Ventricular safety pacing was noted. The atrial lead was turned off and it remains implanted. It was further reported that several days post implant the patient was admitted to the hospital with a low heart rate. The right ventricular (rv) lead thresholds increased. A lead dislodgement was suspected but a chest x-ray indicated to the physician that the rv lead did not dislodge. However, the patient was losing capture due to the device programming. The outputs were increased to support the increased lead threshold. The device and rv lead remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).